Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the b button was unresponsive. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.